Manufacturer narrative:
Visual analysis of the device indicates empty syringe of 1.0 ml received without cap, 1 unused needle in an opened tray. No defect observed to syringe.

Event description:
Healthcare professional reported during injection with one syringe of juvederm ultra xc, the product spilled when the needle came off. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, the product spilled when the needle came off. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.